Event description:
Device 2 of 3: reference MFR. Report# 3006705815-2019-00307; reference MFR. Report# 1627487-2019-00984. It was reported the patient had their system explanted due to infection. Date of explant unknown.